Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler locked on the stomach pouch during formation. Peri strips were used and may have bunched up in the angled junction of the stapler. The lockout mechanism was fired through, hoping the jaws would open. The procedure was delayed by 20 minutes. The pt lost about 200 cc of blood and did not receive a blood transfusion.